Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and the customer needed to maneuver the usb cable while inserted into the pump usb port in order for the pump to charge successfully. Reportedly, this charging issue led to a pump shutdown. The customer provided a blood glucose (bg) level of 132 mg/dl and indicated that bg was not impacted by this issue. Reportedly, the customer reverted to manual injections for alternate insulin therapy.